Event description:
Customer called reporting an unexpected negative antibody screen on the echo. A patient sample with a history of anti-d had a negative screen.

Manufacturer narrative:
The presence of the d antigen was confirmed on retention capture-r ready screen, lot r025, used by the customer at the time of the event. The customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event.